Event description:
It was reported that the 4.0x8 mm trek balloon would not cross the heavily calcified and heavily tortuous lesion located in the right coronary artery. Force was applied during the attempt to cross, which resulted in a proximal shaft separation. The entire catheter was removed without issue. The decision was made not to proceed with the case and the patient was placed on medical management. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter.